Event description:
The physician was attempting to deploy a 2.75 mm diameter x 18 mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a patient located in the cx with 90% stenosis, and little calcification. It was reported that the lesion was pre dilated, however the stent could not pass the lesion. It was reported that force was used to deliver the stent to the target lesion, and when the stent was removed from the patient. When the stent was removed from the patient, the stent was noted to be damaged. No patient injury occurred and no clinical sequelae were reported. Device evaluation: it was not possible to remove the stylette from the device. A number of struts on the 9th proximal stent segment were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: 313 inherent risk of procedure (stent deformation and failure to deliver stent); failure to follow instructions (force used to deliver stent to target lesion); patients condition affected the effectiveness of the device (patient lesion morphology; 90% stenosis). Conclusion: known inherent risk of procedure (stent deformation and failure to deliver stent); failure to follow instructions (force used to deliver stent to target lesion); device failure/lack of effectiveness related to patient condition device (patient lesion morphology; 90% stenosis)(B)(4).